Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
(B)(4). Device evaluation: product testing could not be performed since the product was not returned for evaluation. As per action/evaluation description section the lens was discarded. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient had a residual refractive error, therefore the intraocular lens (iol) was explanted. There was no vitrectomy, incision enlargement or sutures required. Reportedly, the patient is doing fine post-operatively. The surgery was completed successfully using a non-johnson & johnson replacement lens. No additional information was provided to johnson & johnson surgical vision.